Manufacturer narrative:
(B)(4). The ventilator was evaluated and although the customer reported condition was not duplicated; the power supply was replaced. The ventilator passed self tests.

Event description:
It was reported that, during patient use, the ventilator shut down. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.